Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bioid was intermittent. The field service engineer ran device manager, removed phantom devices and replaced the bioid to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system there was a finger print scanner issue. The customer reported that bio-ID was not scanning some finger prints and it was taking multiple attempts to get into pyxis. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.